Manufacturer narrative:
(B)(6). Investigation summary: exec summary - samples were received and an investigation was performed. A review of the complaint lot history check was performed and this is the 1st related complaint for foreign matter on cannula on this lot #. No non-conformances were raised in association with this type of event for this lot concluding all inspections were performed as per the applicable operations and met qc specifications. Bd was not able to duplicate or confirm the indicated issue and based on trend analysis no further action is required at this time. Samples returned - customer returned an open empty poly bag with part of the shelf carton for 3/10cc 8mm 31g syringe from lot # 1039358. Customer states that there was a black ring around the needle. No syringe was returned by the customer therefore the complaint could not be confirmed and the root cause is undetermined. CAPA/sa - based on the above investigation no additional investigation and no corrective or preventative action (CAPA) or situational analysis (sa) are required at this time. DHR review - a lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications.

Event description:
It was reported that 2 bd insulin syringes with the bd ultra fine¿needle had foreign matter issues and unable to inject insulin. The following information was provided by the initial reporter : the customer reported a black ring inhibiting the needle to go fully into skin.